Event description:
It was reported that a patient unknown an unknown procedure and suture was used. The patient developed a reaction at the incision site that progressed into a cellulitis. The patient was treated with antibiotic therapy for an unknown length of time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Cellulitis occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.